Event description:
It was reported that balloon rupture occurred. The 75-90% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery. A 10mmx3.00mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon second inflation at 12 atmospheres for 10 seconds. The device was removed without any problem and the procedure was completed with another of the same device. No patient complications were reported and the patient was in good condition after the procedure.

Event description:
It was reported that balloon rupture occurred. The 75-90% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery. A 10mmx3.00mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon second inflation at 12 atmospheres for 10 seconds. The device was removed without any problem and the procedure was completed with another of the same device. No patient complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A microscopic examination identified a pinhole in the balloon material. The pinhole was located over the proximal markerband. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified multiple kinks along the hypotube. A visual and tactile examination identified a kink in the distal extrusion at 3.9cm distal from the port. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.